Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the pacemaker implant, signal and electrograms on the rv lead were lost on the pacemaker system analyzer (psa). The physician noted the hemostatic suture had compromised the rv lead insulation. The lead was removed, and a new lead was successfully implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.